Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable as a malfunction. No medical records or no medical images have been made available to the manufacturer; however, a photo was provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after completion of an angioplasty procedure in a severely calcified stenotic lesion, the tip of the pta catheter was allegedly frayed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one electronic photo was reviewed. The photo shows the device coiled and no defects can be seen on the catheter shaft or hubs. However, fiber disturbance can be seen at the approximate middle of the balloon barrel. Based on the returned photo, the fiber disturbance/frayed fibers can be confirmed. Conclusion: the original device was not returned. A photo was returned and reviewed. Based on the photo review, the investigation is confirmed for frayed material as a fiber disturbance was noted on the balloon barrel. Per the reported event details, the balloon was used in a patient with severe calcified stenosis. Therefore, it is possible that an interaction between the calcification and balloon frayed the fibers. However, it is unknown if the patient and/or procedural issues contributed to the reported event. Based upon the available information, the definitive root cause could not be determined. Labeling review: the current (B)(6) IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. [Applying excessive force to vessel damage and the catheter can result in tip or catheter breakage, catheter kink or balloon separation.] Use: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after completion of an angioplasty procedure in a severely calcified stenotic lesion, the tip of the pta catheter was allegedly frayed. There was no reported patient injury.